Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  It was observed that the internal strap within the main shock capacitor was open.  Additionally, the resistor choke wire had been miss routed, and caused the jack connector, designator j501 from the analog pcb assembly to be pulled from the pcb which damaged resistor r212.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code.  After an evaluation of the device by physio-control, it was observed that the device would no longer complete a defibrillation charge.  There was no report of any patient use associated with the reported issue.